Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm occurred during testing. There was no moisture damage on the lcd board, motherboard, interface board, reference board, motor, vibrator, and battery tube assemblies during visual inspection. The following physical damage was also noted: cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads, and a detached end cap.

Event description:
The customer reported via phone call that her insulin pump alarmed with button error, and despite clearing the alarm the buttons were no longer responsive. The patient's blood glucose at the time of incident was unknown. Troubleshooting was initiated and the customer stated that she could have sweat on the pump or laid on it. Additionally, the customer was in a motorcycle accident a couple months ago that cracked the bottom of the pump. The patient's blood glucose at the time of incident was 152 mg/dl. The end cap broke off as a result of the collision. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.